Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by (B)(6) - I have a new customer who is experiencing this ¿rain¿ effect whenever they are accessing the vessel with the sherlock/fin connected. This does not happen when they are placing pivs or powerglide. There seems to be some sort of interference with the sherlock connection? Cue is turned off. No other information was provided.